Event description:
Clinical study. Same case as MFR # 6000093-2004-01142. The pt was enrolled in the study in 2004. Target lesion 1 was identified in the lmca with 80% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with predilation and placement of a 3.0 x 12 mm taxus stent. Residual stenosis was 0% following post-dilation. Target lesion 2 was identified in the prox lad with 50% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with predilation and placement of a 3.0 x 8 mm taxus stent. Residual stenosis was 0% following post-dilation. The pt was discharged 2 days later on plavix and asa. The pt was transferred from an outside hosp to a tertiary care center 3 mos later for evaluation of cardiogenic shock and volume overload and for consideration of heart transplantation. Source documents indicate that coronary angiography performed one month ago revealed no significant recurrent stenoses within the previously treated vessel and that 3 days later, the pt had a biventricular aicd placed. The pt had also been treated with an intraaortic balloon pump which had been removed prior to transfer. The pt remained dyspneic with frequent ventricular tachycardia. Aggressive diuresis was undertaken but renal function worsened. Magnesium and amiodarone drip were administered. It was felt that if the pt underwent heart transplant then kidney transplant would also be needed. Therefore, the pt was listed for combined heart/kidney transplant. The pt was started on continuous renal replacement therapy; enterococcus was seen in the urine. It was not medically treated until the pt had an increase in wbc count. Twenty-seven days later, the pt had a seizure and was found in full arrest with pulseless electrical activity. No blood pressure was palpable without chest compressions and CPR was continued for 25 mins. The pt was intubated and medically treated but remained without a pulse. The pt was pronounced dead at 22:31. Death certificate stated cardiopulmonary arrest as the cause of death. An autopsy was performed. An autopsy report was not available.